Manufacturer narrative:
The peritonitis occurred on an unspecified date in ¿early 2016¿. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis (reported as an abdominal infection). The breach in aseptic technique was further described as due to inappropriate operation during dialysis. It was not reported if the patient was hospitalized for the peritonitis event. The patient was treated with unspecified anti-inflammatory drugs for the event. The patient was recovered from this peritonitis event. Dianeal therapies were ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.